Event description:
Draeger v500 "pressure measurement alarming" due to back up condensation in circuit. I followed all the necessary troubleshooting steps required: checking circuit, replace expiratory filter, attach water trap, and alarming continued. I contacted someone who also evaluated the ventilator and recommended that I change the device for a new one. After, I also realized that the ventilator data reading represented with good and stable volume readings, but the patient did not appear what the ventilator was reading. The patient was bagged and a new ventilator was in place. The patient had no alarming issues after the replacement for the rest of my shift.